Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Shipment of complaint material from russia suspended indefinitely.

Event description:
It was reported that the bolus calculator of the blood glucose monitor did not provide any bolus recommendations within the past two weeks. The doctor confirmed that the meter does not calculate the bolus.